Event description:
In this event it is reported that 30k steri-mate 360 touch 1pack is alleged to got so hot, steamng and melted to the insert. Patient was not involved but a hygienist hand was burned. The burned area was treated with polysporin.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
During the investigation, the device had not been received, and the lot number information required for a device history record (DHR) review was not provided.